Event description:
Pt is awaiting cardiac transplatation with indwelling ICD lead. Pt has had subsequent infections with repeated recurrent infections with xanthomatous bacteria. The lead & generator were removed. No gross vegetations were noted on lead after excising.